Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided video shows the product after treatment with blood visible on the product surface. The reported condition was not verified. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external blood leak was observed at the top part of the dialyzer. Treatment was discontinued and a new dialyzer was used for the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.